Event description:
Pneumonia [pneumonia]. Case (B)(4) is a serious spontaneous case received from a health professional in united states. This report concerns a female of an unknown age who experienced pneumonia during treatment with euflexxa (sodium hyaluronate) solution for injection unknown concentration, dose, route and frequency for osteoarthritis of the knee from (B)(6) 2020 to an unknown stop date. The medical assistant reported that an unspecified female patient received two injections of euflexxa to both knees and then was hospitalized for pneumonia. Event had resolved. No further information provided. The patient was hospitalized on an unknown date in 2020 due to pneumonia. Action taken with euflexxa was unknown. In 2020, the outcome of pneumonia was recovered. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting the case outcome was recovered. (B)(4)'s sender comment: despite the limited information on the patient's medical and concomitant medications history, euflexxa details (dose, route and frequency of adminstration), and exact onset date of the event. Pneumonia is considered unrelated to treatment with euflexxa due to the lack of biological plausibility. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related . Other case numbers: internal # - others = (B)(4). This ae occurred in the united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because they did not occur in a EU + (B)(6) country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.